Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this device received antibiotics for an inferior incision infection. Additionally, two untreated oversensing episodes were observed in device history. The info was sent to boston scientific's internal technical services for review. Engineers concluded the oversensing may have been due to motion of the device (pt scratching at the skin). No resulting adverse pt effects reported and no further intervention planned at this time.